Event description:
It was reported that the user believed the ilet delivered too much insulin for lunch and experienced low blood glucose, with review indicating possible maladapted algorithm use due to ghost meal announcements and skipped meal announcements; the user requested and completed a factory reset and later completed bluetooth repair with a trainer. Symptoms included low blood glucose. Outcomes included temporary interruption for device reset and user education without hospitalization. Investigation included review of use patterns, device settings, and guided troubleshooting including factory reset and re-pairing. Investigation of this case revealed inappropriate meal announcement behavior that likely influenced insulin dosing rather than a device malfunction. It was concluded that the device functioned as designed and that user technique contributed to the event, with corrective actions consisting of reset, re-pairing, and training. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.